Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Concomitant medical products: 350cc smooth mentor memorygel breast implant, catalog # 3503501bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 350cc smooth mentor memorygel breast implant and experienced postoperative left-sided wound infection. Patient reported that the left breast may be infected, and noted the implants were too heavy and too big. She reported experiencing leaking on the left side with pain, a black spot of two inches, and a bad smell. The doctor provided her a patch for the time prior to her explantation date. As a result, the patient underwent explantation without replacement on (B)(6) 2019.